Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's monitor emitted a high-pitched 'squealing' noise and lost power. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (squealing noise / lost power) has been confirmed. As received, the monitor would not power on. During servicing, there was a segmentation fault while performing the flash memory test. The cause of the constant resets is the flash memory failure. The cause of the flash memory failure has been isolated to flash components (B)(6) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective memory. The pt received a replacement monitor.